Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose, leaking at the infusion site, and infections at the infusion site. He noticed leaking and elevated blood glucose a couple of hours after changing the infusion site. He stated, he had some difficulty inserting the headset in his body and at times he could tell the cannula came out of his body. He stated when this happened, he would discard headset and use a new one. He was new to using the infusion sets at the time and feels he may have done something incorrectly. Elevated blood glucose has been 60-80 points higher than his normal range, 100-180 mg/dl. He treated elevated blood glucose by bolusing through the infusion device. He treated infusion site infection with an antibiotic he had and he did not seek outside medical assistance. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.